Event description:
On 5/28/93 device was implanted. On 7/29/94 the cylinders were revised. On 11/7/94 the connectors were revised. On 9/27/96 the device was removed from the pt and a malleable device implanted due to infection.